Manufacturer narrative:
(B)(4). Device not received, lot review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Customer reported a possible overinfusion of heparin on a pt receiving ECMO therapy. A 250 ml bag with a concentration of 100 units/ml was used to deliver an intended bolus of 1708 units (17 ml). When the next ECMO specialist used the restore function the following evening, she noted the bolus was listed at 17,080 units (170 ml). The customer wants confirmation of what bolus dose was actually given. There was no pt harm or medical intervention. No further patient/event info was reported.